Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
The consumer stated that upon removal the tampon string broke, leaving the pledget inside. She sought medical assistance for the removal of the tampon.